Manufacturer narrative:
Per tandem's user guide, "humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump insulin gauge was inaccurate. The customer's blood glucose was 103 mg/dl. Tandem technical support (cts) discovered the customer was using the cartridge for 5 days. Cts reminded the customer this was off label. Reportedly, the customer declined to troubleshoot further with cts.